Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was hospitalized due to an infection after surgery. The blood glucose reading was over 600 mg/dl. Customer was released after the blood glucose level stabilized. An insulin pump malfunction was not the cause of the hospitalization. Nothing further reported.